Event description:
A tandem mobi cartridge alarm was reported, which caused the customer's blood glucose level to rise to 499 mg/dl. The customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support confirmed the alarm, instructed the customer to remove the cartridge, and deliver a 9-unit bolus, which completed successfully. The customer was initially unable to reload the original cartridge but, with assistance, successfully loaded a new cartridge and resumed insulin therapy.